Event description:
It was reported that the pump unexpectedly shut off while charging the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.